Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) went from a battery status of beginning of life (bol) to elective replacement indicated (eri) rapidly. Memory data was reviewed by a guidant engineer who concluded that the device reached eri prematurely due to increased charge times, associated with a mid-life battery impedance build-up. The device was explanted and repalced without noted incident.